Manufacturer narrative:
Conclusion the complaint can be verified regarding the lost time and date settings. Result delivery accuracy: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause a delivery inaccuracy and contributed to the condition reported by the patient. Date/time lost: according to the pump history the time/date settings have been lost after restart of the pump after battery change. The acid of the supercap has leaked out. Therefore the supercap and the surrounding electronic parts are corroded. The supercap were not functioning anymore and did not provide energy during the battery change to keep the date/time setting in memory. A supercap is a capacitor used for providing energy to the memory integrated circuit to keep the date and time setting for a while, when no battery is in the pump. The insulin pump correctly notified the user to check the date and time setting after restart. The customer set time and date again after restart of the pump. History list: the daily basal rate was delivered. Boluses were programmed by the customer and delivered as intended. The customers allegation of losing the complete basal rate settings after battery change could not be reproduced. The defective of the supercap did not influence the basal rate functions and the programmed basal rates. According to the pump history, the programmed basal rate settings were only reviewed by the customer , no new programming was performed. Consumables: the adapter passed the optical inspection. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Infusion set: the used returned transfer set was visually inspected and tested for flow and tightness. The test results were within specifications.

Event description:
Patient reported experiencing elevated blood glucose level up to 400 mg/dl (23 mmol/l) on (B)(6) 2013. Patient stated she took correction via the infusion device after changing the infusion set; no success. Patient reported she went to the diabetes specialist and received an infusion with insulin and her blood glucose level was okay; patient went home. Patient stated on (B)(6) 2013 she experienced an elevated blood glucose level in the morning of 600 mg/dl. Patient reported she went to the diabetes specialist again, and received an infusion with insulin. Patient stated the doctor thinks the infusion device delivery is too low. Patient reported 3 weeks ago, after changing the battery, the infusion device had lost the date, time and complete basal rate. Patient stated she programmed the basal rate, date, and time; infusion device works. No further information is available. Requested return of the alleged infusion device for evaluation.